Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The highly calcified lesion was located in the right coronary artery (rca). The physician attempted to deliver the 3.00x16mm taxus express2 drug eluting stent, but was unable to deliver. The physician pulled the stent out and noted that the stent struts were flared back. The physician successfully completed the case with another of the same size taxus express2 stent. There were no patient complications reported and the patient condition is listed as ok.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.